Event description:
Procedure: wedge resection. According to the reporter: staples did not form properly. Bleeding was reported as under 500cc. The staples fell into the patient's cavity. The procedure was converted to a lobectomy. Surgery time extension was reported as more than 30mins. Additional tissue was resected.

Manufacturer narrative:
Initial report sent to FDA on 11/06/2009.